Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer had high and low blood glucose. Customer's blood glucose was 35 mg/dl to 600 mg/dl. There was a scratch on the display. Device had alarmed motor error alarm and squirted insulin during prime. No troubleshooting was done. Customer will not be returning the device for analysis.